Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced ongoing crusting and discharge from the abutment site. The patient has been prescribed oral antibiotics (date and duration not reported). The implanted device remains.